Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('a small, foreign metallic body 4.8x3.5 mm next to left uterine horn seen in 2019') in a 40-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section in (B)(6) 2011, abortion in (B)(6) 2010, hiatus hernia in 2009, carpal tunnel release in 2008 and menstrual disorder in 2006. Previously administered products included for contraception: intrauterine device in 2004. Concurrent conditions included heartburn since 2009, dyslipidaemia since 2007 and breast feeding. Concomitant products included desogestrel (cerazet) from (B)(6) 2012 to (B)(6) 2021. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced heavy menstrual bleeding ("excessive bleeding, non-anaemic hypermenorrhea"), dysmenorrhoea ("dysmenorrhea"), premenstrual syndrome ("premenstrual tension") and pain in extremity ("pain in her lower limbs, contractions and pain in her right leg during menstruation"). In 2012, the patient experienced depressed mood ("sadness") and negative thoughts ("pessimism"). On (B)(6) 2013, the patient experienced back pain ("lumbar pain, lower back pain"). In 2013, the patient experienced dyspepsia ("heartburn / acid dyspepsia"), lasting 2 weeks and experienced hypertriglyceridaemia ("hypertriglyceridemia"). On (B)(6) 2015, the patient experienced abdominal pain upper ("pain in the epigastric region") and gastroenteritis ("acute gastroenteritis"). On (B)(6) 2015, the patient experienced coital bleeding ("bleeding with semen"). On (B)(6) 2015, the patient experienced myalgia ("muscular pain at the level of the forearm, pain during pronosupination movement"). On (B)(6) 2015, the patient experienced arthralgia ("shoulder pain"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a small, foreign metallic body 4.8x3.5 mm next to left uterine horn"). On (B)(6) 2019, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), metal poisoning ("metallosis"), dermatitis allergic ("allergic reactions, bullous eczemas"), dermatitis contact ("contact dermatitis"), headache ("headaches"), fatigue ("excessive tiredness"), psychiatric symptom ("isolation"), loss of libido ("lack of sex drive"), anger ("frequent angry reactions"), depression ("depression"), anxiety ("anxiety"), adnexa uteri cyst ("right tube paratubal cyst"), tendon disorder ("insertional calcific tendinopathy") with pain in extremity, polymenorrhoea ("polymenorrhoea ") and abdominal discomfort ("abdominal discomfort"). The patient was treated with surgery (laparoscopic abdominal hysterectomy with ovarian conservation (B)(6) 2020 and laparoscopic bilateral salpingectomy for essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain had resolved and the device breakage, complication of device removal, allergy to metals, metal poisoning, dermatitis allergic, dermatitis contact, heavy menstrual bleeding, dysmenorrhoea, premenstrual syndrome, coital bleeding, back pain, headache, fatigue, psychiatric symptom, loss of libido, anger, depression, anxiety, dyspepsia, hypertriglyceridaemia, abdominal pain upper, gastroenteritis, myalgia, arthralgia, depressed mood, negative thoughts, pain in extremity, adnexa uteri cyst, tendon disorder, polymenorrhoea and abdominal discomfort outcome was unknown. The reporter considered abdominal discomfort, abdominal pain upper, adnexa uteri cyst, allergy to metals, anger, anxiety, arthralgia, back pain, coital bleeding, complication of device removal, depressed mood, depression, dermatitis allergic, dermatitis contact, device breakage, dysmenorrhoea, dyspepsia, fatigue, gastroenteritis, headache, heavy menstrual bleeding, hypertriglyceridaemia, loss of libido, metal poisoning, myalgia, negative thoughts, pain in extremity, pelvic pain, polymenorrhoea, premenstrual syndrome, psychiatric symptom and tendon disorder to be related to essure. The reporter commented: she was not premedicated during essure placement procedure due to breastfeeding, a hysteroscopic tubal occlusion was performed without incidents. Following insertion of the essure device, the patient began presenting multiple symptoms. On (B)(6) 2012 headache and mood swings associated with contraceptive, cerazet is discontinued and barrier contraception are recommended. Bilateral salpingectomy with essure removal was performed on (B)(6) 2016, x-ray showed no fragments during surgery. She was seen in rehabilitation for heel pain since (B)(6) 2016 for which she received local infiltrations. On (B)(6) 2018 hypermenorrhoea, polymenorrhoea with headaches, premenstrual syndrome, where was prescribed progevera, examination and ultrasound were performed and a luteinized follicular cyst was found in the left ovary; the rest was normal. On (B)(6) 2019 scan showed fragments, hysterectomy with essure fragment removal was performed on (B)(6) 2020. On (B)(6) 2020 gynaecology check-up examination and ultrasound scan were performed. She denies having pelvic pain. She reports hot flashes and insomnia. In 2021 consultations with primary care doctor peripheral venous insufficiency, hyperlipidaemia, dyspepsia, seborrheic keratosis. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2012: essure normal position symmetrical devices; on (B)(6) 2016: intraoperative anteroposterior x-ray of abdomen: absence of metallic remnants verified. Allergy test - on (B)(6) 2019: positive for nickel ++ in the reading at 96 hours. Computerised tomogram pelvis - on (B)(6) 2019: a small, foreign metallic body identified measuring 4.8x3.5 mm next to left uterine horn that does not appear to be inside the fallopian tube, unknown whether it is intra or extra-uterine, leaving a surrounding hypodense artefact. Mild umbilical hernia of fat tissue. Gynaecological examination - on (B)(6) 2016: normal results. Investigation - on (B)(6) 2015: cervix cancer screening - result not provided. Laparoscopy - on (B)(6) 2016: exploratory surgery with bilateral salpingectomy to remove both essure devices (the right is extracted in 2 pieces). Pathology test - on (B)(6) 2016: left tube no relevant alterations, right tube paratubal cyst without relevant alterations; on (B)(6) 2020: total hysterectomy with ovarian preservation, cervix no significant changes, secretory endometrium, myometrium without relevant changes. The results do not indicate the existence of metallic remains. Specialist consultation - on (B)(6) 2016: the gynaecological examination and ultrasound scan were normal; on (B)(6) 2016: gynaecology check-up ultrasound scan performed, she is well; on (B)(6) 2016: gynaecology check-up ultrasound scan performed, she is well. Stool analysis - on (B)(6) 2015: negative to helicobacter pylori. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-oct-2021: the follow information were included primary's reporter, patient details, medical history, historical drug, lab data, other concomitant products, new events: dyspepsia, hypertriglyceridemia, epigastric pain, acute gastroenteritis, myalgia upper extremities, shoulder pain , feeling sad, pessimism, paratubal cyst, pain in extremity, tendinopathy, pain in hell, polymenorrhea, abdominal discomfort and onset date added to lumbar pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('right essure extracted in 2 pieces in 2016, a small, foreign metallic body 4.8x3.5 mm next to left uterine horn seen in 2019') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("excessive bleeding, non-anaemising hypermenorrhea"), dysmenorrhoea ("dysmenorrhea") and premenstrual syndrome ("premenstrual tension"). On (B)(6) 2015, the patient experienced coital bleeding ("bleeding with semen"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a small, foreign metallic body 4.8x3.5 mm next to left uterine horn"). On (B)(6) 2019, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), metal poisoning ("metallosis"), dermatitis allergic ("allergic reactions, bullous eczemas"), dermatitis contact ("contact dermatitis"), back pain ("lumbar pain"), headache ("headaches"), fatigue ("excessive tiredness"), psychiatric symptom ("isolation"), loss of libido ("lack of sex drive"), anger ("frequent angry reactions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic abdominal hysterectomy with ovarian conservation (B)(6) 2020 and laparoscopic bilateral salpingectomy for essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, complication of device removal, allergy to metals, metal poisoning, dermatitis allergic, dermatitis contact, menorrhagia, dysmenorrhoea, premenstrual syndrome, coital bleeding, back pain, headache, fatigue, psychiatric symptom, loss of libido, anger, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anger, anxiety, back pain, coital bleeding, complication of device removal, depression, dermatitis allergic, dermatitis contact, device breakage, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, metal poisoning, pelvic pain, premenstrual syndrome and psychiatric symptom to be related to essure. The reporter commented: following insertion of the essure device, the patient began presenting multiple symptoms. Bilateral salpingectomy with essure removal was performed on (B)(6) 2016, x-ray showed no fragments during surgery. On (B)(6) 2019 scan showed fragments, hysterectomy with essure fragment removal was performed on (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: intraoperative anteroposterior x-ray of abdomen: absence of metallic remnants verified. Allergy test - on (B)(6) 2019: positive for nickel ++ in the reading at 96 hours. Laparoscopy - on (B)(6) 2016: exploratory surgery with bilateral salpingectomy to remove both essure devices (the right is extracted in 2 pieces). Scan - on (B)(6) 2019: a small, foreign metallic body identified measuring 4.8x3.5 mm next to left uterine horn that does not appear to be inside the fallopian tube, unknown whether it is intra or extra-uterine, leaving a surrounding hypodense artefact. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('right essure extracted in 2 pieces in 2016, a small, foreign metallic body 4.8x3.5 mm next to left uterine horn seen in 2019') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("excessive bleeding, non-anaemising hypermenorrhea"), dysmenorrhoea ("dysmenorrhea") and premenstrual syndrome ("premenstrual tension"). On (B)(6) 2015, the patient experienced coital bleeding ("bleeding with semen"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("a small, foreign metallic body 4.8x3.5 mm next to left uterine horn"). On (B)(6) 2019, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), metal poisoning ("metallosis"), dermatitis allergic ("allergic reactions, bullous eczemas"), dermatitis contact ("contact dermatitis"), back pain ("lumbar pain"), headache ("headaches"), fatigue ("excessive tiredness"), psychiatric symptom ("isolation"), loss of libido ("lack of sex drive"), anger ("frequent angry reactions"), depression ("depression") and anxiety ("anxiety"). The patient was treated with surgery (laparoscopic abdominal hysterectomy with ovarian conservation (B)(6) 2020 and laparoscopic bilateral salpingectomy for essure removal (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, device breakage, complication of device removal, allergy to metals, metal poisoning, dermatitis allergic, dermatitis contact, menorrhagia, dysmenorrhoea, premenstrual syndrome, coital bleeding, back pain, headache, fatigue, psychiatric symptom, loss of libido, anger, depression and anxiety outcome was unknown. The reporter considered allergy to metals, anger, anxiety, back pain, coital bleeding, complication of device removal, depression, dermatitis allergic, dermatitis contact, device breakage, dysmenorrhoea, fatigue, headache, loss of libido, menorrhagia, metal poisoning, pelvic pain, premenstrual syndrome and psychiatric symptom to be related to essure. The reporter commented: following insertion of the essure device, the patient began presenting multiple symptoms. Bilateral salpingectomy with essure removal was performed on (B)(6) 2016, x-ray showed no fragments during surgery. On (B)(6) 2019 scan showed fragments, hysterectomy with essure fragment removal was performed on (B)(6) 2020 diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: intraoperative anteroposterior x-ray of abdomen: absence of metallic remnants verified. Allergy test - on (B)(6) 2019: positive for nickel ++ in the reading at 96 hours. Laparoscopy - on (B)(6) 2016: exploratory surgery with bilateral salpingectomy to remove both essure devices (the right is extracted in 2 pieces). Scan - on (B)(6) 2019: a small, foreign metallic body identified measuring 4.8x3.5 mm next to left uterine horn that does not appear to be inside the fallopian tube, unknown whether it is intra or extra-uterine, leaving a surrounding hypodense artefact. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc on (B)(6) 2021: no new clinical information. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.